Event description:
It was reported that the blood ultralink meter was not reading accurately. It was stated that the customer's glucose level was low when the glucose meter was reading 97mg/dl. The mother stated that the customer's blood glucose has been treated. During the call the caller mentioned that the customer went to the hosp due to low blood glucose days before. The mother declined to give more details and wanted to get the blood glucose meter tested. No additional info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.